Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported aligners causing irritation. They were seen by their dentist who said they are having an allergic reaction to the aligners and to stop wearing them. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.